Event description:
It was reported that during use of a 5.2f supertorque diagnostic catheter in the left ventricle, a leak occurred during the injection towards the hub of the catheter and after unscrewing the catheter from the power injector, the catheter broke apart approximately 2 cm down from the hub. The device was removed from the patient without injury and the product will be returned for analysis. No leakage was noted during device preparation of the catheter. It was stated that when the physician placed the pigtail of the device in the left ventricle via a non-cordis 5f sheath, he thought he noticed some of the flush leaking prior to the contrast injection and tightened the guide to the power injector. There was no difficulty crossing the aortic valve and excessive torque was not required to cross the valve. The injector was set at its normal settings (a rate of 12/36 cc of contrast at .02 rate rise at 1090 psi). Injection was then performed. During the injection, the catheter leaked towards the hub of the catheter; however, physician felt he was able to adequately visualize the left ventricle without repeating the injection. The catheter was unscrewed from the power injector and broke apart approximately 2 cm down from the hub. Nothing came off in the sheath. There were no problems with the sheath and sheath was intact. Catheter was prepped and handled according to the IFU. No damage was observed when device was removed from the packaging. No kinks, bends, or tears were noted. Preliminary device evaluation indicates that the product was received separated 3 cm down from the hub of the device.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that during use of a 5.2f supertorque diagnostic catheter in the left ventricle, a leak occurred during the injection towards the hub of the catheter and after unscrewing the catheter from the power injector, the catheter broke apart approximately 2 cm down from the hub. The device was removed from the patient without injury and the product will be returned for analysis. No leakage was noted during device preparation of the catheter. It was stated that when the physician placed the pigtail of the device in the left ventricle via a non-cordis 5f sheath, he thought he noticed some of the flush leaking prior to the contrast injection and tightened the guide to the power injector. There was no difficulty crossing the aortic valve and excessive torque was not required to cross the valve. The injector was set at its normal settings (a rate of 12/36 cc of contrast at .02 rate rise at 1090 psi). Injection was then performed. During the injection, the catheter leaked towards the hub of the catheter; however, physician felt he was able to adequately visualize the left ventricle without repeating the injection. The catheter was unscrewed from the power injector and broke apart approximately 2 cm down from the hub. Nothing came off in the sheath. There were no problems with the sheath and sheath was intact. Catheter was prepped and handled according to the IFU. No damage was observed when device was removed from the packaging. No kinks, bends, or tears were noted. There was no report of patient injury and the device was returned for analysis. Fal: a non sterile multipac 5.2f stp 110 cm .038¿ diagnostic catheter was received coiled in a plastic bag. The body shaft of catheter was received separated in two pieces. The catheter body shaft was found separated from catheter strain relief. Per visual analysis, the strain relief was not properly molded into hub of unit. No other anomalies were found on catheter. The received hub was cross-sectioned in order to compare the molded condition of the strain relief and body with a control sample of the same family. Both, control sample and complaint unit were inspected under vision system. The received catheter body shaft od and ID were measured near to the separation area (proximal/ hub part) and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of leakage and body/shaft separated was confirmed through failure analysis. The exact cause for the event could not conclusively be determined; however the manufacturing process could not be ruled out. The event was escalated through the risk management process for further investigation.